Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has been under delivering. The customer's blood glucose was 133 mg/dl at the time of incident. The customer was advised to monitor the pump and their blood glucose. The customer did not troubleshoot. The insulin pump will not be returned for analysis.